Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: sn# (B)(6)- per onsite specialist, the light cord shut off during the case - shut about for about 30 seconds during the case, then was turned on and shut off again for two minutes, they ended up getting a new light cord the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause: bad reed switch on the safe light cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.